Event description:
Additional information received clarified that the resistance was at the distal end of the catheter. The catheter flush was administered per IFU during the procedure. There was no kink or damage on the catheter or solitaire pushwire. Of the solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter. The rhv was secured during delivery. The cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update: d3, d4, h3, and h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr thrombectomy stent was introduced through a y-valve into the rebar-27 microcatheter, ready for delivery to the thrombus site. When the stent reached the distal end of the microcatheter, the stent met resistance and could not be advanced out despite repeated adjustments. It was also noted that the resistance was in the sheath. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing an mechanical thrombectomy surgery for treatment of a ischemic stroke in the m1 segment of the middle cerebral artery. It was noted the patient's vessel tortuosity was moderate and the patient's medical history includes hypertension. The patient's baseline modified rankin score (mrs) was 3 and was 1 post-procedure. The national institutes of health stroke scale (nihss) score improved , decreasing from baseline score of 15 to 5 post-procedure. The thrombolysis in cerebral infarction (tici) score also improved from 3 at baseline to 5 post-procedure. Intravenous tissue plasminogen activator (IV tpa) was contraindicated in this case. The procedure involved two passes with the device. The stroke onset to reperfusion time was 10 hours. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: solitaire fr 6x30 model number: sfr-6-30 serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.